Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was placed. The rn noted during change of shift that there was blood in helium chamber and notified the cardiothoracic (CT) surgeon. As a result, the balloon was removed and was not replaced. Patient outcome: the patient was discharged home on (B)(6) 2018. There was no reported patient complications. No reported patient death or serious injury. No medical intervention was required.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab central lumen was found broken near the iab bifurcate which allowed blood to enter the helium pathway. The root cause of the central lumen break is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was placed. The rn noted during change of shift that there was blood in helium chamber and notified the cardiothoracic (CT) surgeon. As a result, the balloon was removed and was not replaced. Patient outcome: the patient was discharged home on (B)(6) 2018. There was no reported patient complications. No reported patient death or serious injury. No medical intervention was required.